Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, during the replacement procedure on (B)(6) 2010, while trying to remove the old j-tube a kink was noted at the end of tube and would not pass through the peg. A gastroscope was used to remove the old j- tube. The procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). It was reported that the patient got duodopa though the peg since the stop three days ago. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown however born in (B)(6). (B)(4) - exchange of j-tube. The reported event of kink in j-tube. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. According to the complainant, during the replacement procedure on (B)(6), 2010, while trying to remove the old j-tube a kink was noted at the end of tube and would not pass through the peg. A gastroscope was used to remove the old j- tube. The procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). It was reported that the patient got duodopa though the peg since the stop three days ago. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 18, 2011: the 80cm two port through the peg jejunal feeding tube (j-tube) was initially placed (B)(6), 2009 (exact date is unknown). A kink was noted prior to replacement procedure and was the reason for replacement. The patient's condition was reported to be good.